Manufacturer narrative:
The device was manufactured from august 30, 2019 - august 31, 2019. H10: the actual device was evaluated. A visual inspection was performed using the naked eye which found fluid inside the bag that contained the sample. Further examination revealed the cause of leak inside the bag was due to no use of the blue winged cap. The blue winged cap was not returned with the sample. Functional testing was performed by filling the device with green colored water. No leak was observed. After fill, an in house similar winged luer cap was attached and hand tightened. The sample was then monitored until the next day and no signs of a leak was observed. The reported condition was not verified. The device was conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This occurred prior to patient use. There was no patient involvement. No additional information is available.